Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The doctor did not provide the blood glucose reading. The customer's doctor had called to verify the functionality of the device before discharging her. The caller stated that there was an emergency and advised a call back would be made, then disconnected. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.